Event description:
Pt underwent a cardiac catheterization for stable angina. At the end of procedure the right femoral artery access site was sealed using the angio-seal device. Two days later pt presented to the hosp with right leg numbness and a cold foot. Right lower angiography revealed an occluded proximal superficial femoral artery. Post angiography an infusion catheter was placed and tissue plasminogen was infused at 1 mg/hr for 48 hrs with some improvement in the clot but an eccentric filling defect persisted at the site. Six days after angio-seal placement the vascular surgeon explored the site which revealed a foreign body (collagen), intravascularly. This was removed and a saphenous vein patch was sutured to the femoral artery site. One week later after the vascular surgery, the pt spiked a fever. The right groin revealed a discharge and culture grew staphylococcus aureus and gram-positive cocci in chains along with 2 gram-negative bacilli and skin flora. Blood cultures were negative. Pt was treated with intravenous vancomycin and discharged home in 12 days after surgery. The pt was rehospitalized 16 days after vascular surgery with an odorous discharge from the right groin. There was a dehisced wound. The pt had normal dorsalis pedis and posterior tibial pulses bilaterally. Six days after admission pt underwent wound debridement. A 35 cm skin homograft was placed in the right inguinal area. The culture revealed a mixed culture of aerobic (e. Faecicum, e. Cloacea, s. Aureus) and anaerobic (p. Bevia) organisms. She was treated with parenteral clindamycin and nafcillin. The wound homograft did not heal well and 5 days later pt underwent a second homograft placement which was successful. Pt was discharged home 4 weeks later. One month later in vascular clinic follow-up the wound was almost completely healed, with good right pedal pulses.